Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently prescribed two courses of oral antibiotics (dates and durations not reported). On (B)(6) 2014 the patient was prescribed a third course of oral antibiotics for an open sore at the coil site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.